Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device uploaded properly using carelink. Device had minor scratched display window, cracked belt clip slot and a scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and she went to the doctor's office on (B)(6) 2019. Customer's blood glucose level was 589 mg/dl at the time of incident. Customer also mentioned the blood glucose level of 111 mg/dl which was of unknown time. Customer was reported that her insulin pump was not delivered an insulin within 4 days. Customer said that when she did a bolus her blood glucose kept rising. Customer reported that the doctor advised her to changed the entire set and try to perform a self test. Customer said after following the doctor's advise her blood glucose rises. Customer did bolus and noticed insulin pump did not delivered the bolus to her. Customer mentioned that she experienced nausea, heart burn, shoulder pain and feet, blurry vision, weakness and dehydration. Customer reported they did not felt okay to troubleshoot. Customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. Customer did not wanted to troubleshooting because she said she already did any possible work around to fix the issue. The insulin pump was returned for analysis.